Event description:
Left total knee arthroplasty performed 03/2001. Retrograde nail inserted 18 days later, due to femur fracture. Pt returned with drainage and upon exam it appeared that screw was backing out. Surgery performed 04/2001, for debridement and removal of screw.